Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate atp's for svt. Svt was recognized as vt and therapy was delivered. The rhythm was converted into sinus zone. Programming changes were made. The patient was stable.